Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no water flow in the cool down or defrost modes. As a result, an alternative device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr found the water to be extremely dirty. After he performed a de-scaling, the flows returned to normal. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.